Event description:
The customer stated that he received blood glucose readings of 146 and 488mg/dl within minutes of each other. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evlauation, and a replacement meter and strips are to be sent.